Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) of a lesion in the common femoral artery with unknown vessel tortuosity, calcification and stenosis, the pressure in a. 014 6.0 x 20 142 cm aviator plus pta catheter did not increase to 12 atmospheres (atm) during the second dilatation.  When the balloon was removed from the patient¿s body a rupture was confirmed. No blood vessel damage was confirmed under contrast but a plaque-shift to the deep femoral artery (dfa) was confirmed. Therefore the procedure was completed by performing kissing balloon technique with balloons (another aviator 424-5020w and a non cordis balloon).  The procedure finished successfully. There was no patient injury. A radial approach was used.  Additional information was received that there was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally.  The product was removed intact (in one piece) from the patient.  Additional details were requested but are not available. The product was not returned for analysis. A device history record (DHR) review of lot 17278898 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) of a lesion in the common femoral artery with unknown vessel tortuosity, calcification and stenosis, the pressure in a. 014 6.0x20 142cm aviator plus pta catheter did not increase to 12 atmospheres (atm) during the second dilatation. When the balloon was removed from the patient¿s body rupture was confirmed. No blood vessel damage was confirmed under contrast but a plaque-shift to the deep femoral artery (dfa) was confirmed. Therefore the procedure was completed as performing kissing balloon technique with balloons (another aviator 424-5020w and a non cordis balloon). The procedure finished successfully. There was no patient injury. And it will not be returned for analysis. A radial approach was used. Additional information was received that there was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally. The product was removed intact (in one piece) from the patient. Additional details were requested but are not available.